Manufacturer narrative:
Batch review performed on 22 november 2018. Lot 090167/t released on 23 may 2012. Expiration date: 2014-01-31. Totally, (B)(4) pieces produced. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 6 years after primary due to stem loosening. Stem and head were revised, surgery completed successfully.